Event description:
It was reported that the pump quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level, as readings remained within the normal range. Technical support instructed the caller on correctly pressing the button and confirmed that the pump display turned on, despite the persisting difficulty. Customer continued to use pump for insulin therapy.